Event description:
It was reported that this patient's device exhibited high impedance (hi) code. Patient has also had untreated episodes due to oversensing of noisy signals. Imaging was performed and there were no obvious anomalies. Subsequently, the electrode was explanted per recommendation. No additional adverse events were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 7.5 and 10.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends near the s-ICD case. The fractures resulted in the observed<noise, oversensing, and high impedance code.

Event description:
This supplemental report is being filled to include device analysis information.